Event description:
A malfunction alarm with code malf 12 was reported, but there was no adverse impact to the customer's blood glucose level. The customer had not previously reset the pump for this malfunction, so technical support provided reset information and assisted with resetting the pump. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue returned.